Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (261 mg/dl). Reportedly, the customer under bolused for carbohydrates that were consumed. Customer declined any further troubleshooting.